Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2 ref MFR report #1627487-2014-12421. It was reported the patient sporadically feeling a burning sensation at the ipg site unrelated to charging. The patient also reported occasional pocket heating while charging. The patient's complete scs system was explanted. For lead information, reference MFR report #1627487-2014-20003. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.